Manufacturer narrative:
(B)(4). The device history record for the returned device lot number, aa4216f14, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The molded head, the tube and the balloon exhibited a yellow discoloration. There are clusters of a yellow substance throughout the enteral feeding tube. The lumen was pressurized from the distal end using a syringe filled with water. Pressurization was performed by hand. Leakage was observed flowing through the feed port on the device. Pressurization was then performed using methylene blue. This was done to visually demonstrate the pathway of the fluid. The device balloon valve was viewed under magnification, and it was slightly open. The balloon was filled with 5 cc's of water an gently manipulated; no leakage was observed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to report 9611594-2015-00109 for the first report. Refer to report 9611594-2015-00120 for the second report. A report was received from (B)(6) stating the enteral feeding balloon burst after 18-days of use. The device burst at the bottom of the balloon. There was leaking noted at the anti-reflux valve. Lubricant was used on the balloon when placing the initial device. The name of the lubricant was not known. The family was unable to reinsert the device. Medical intervention was performed using a standard device replacement procedure. The patient has been using enteral feeding devices for five years. No additional information was provided in regards to the patient's status and the outcome of the procedure.